Event description:
When stringing central line fluids, noticed that the last port after the filter appeared to be crooked and not on all the way. After further looking at the port, healthcare provider noticed that it was indeed not connected. Provider was able to get a new infusion set and had to disconnect the tubing and string the total parenteral nutrition (tpn) all over again. If she did not notice this it could have resulted in an air bolus, or even a central line-associated bloodstream infection (clabsi) since it was a central line that she was hooking the fluid up to and it would not have been a closed system.